Event description:
It was reported that the patient experienced migration and discomfort with an inflatable penile prosthesis (ipp) as the right cylinder came out of the corpora and was "floating" in the scrotum. The patient did not experience pressure or trauma to the pelvic region or abdomen prior to the migration. A surgical procedure was performed in which the existing pump and cylinders were removed and replaced. During the procedure the physician repaired the corporal defect. The patient did not experience wound dehiscence and it was unknown what caused the defect. There were no device performance issues with the explanted device. The patient fully recovered following the procedure.